Manufacturer narrative:
Catheter noted to have a tear at the patient's bedside by the caregivers and company representative, which was confirmed upon receipt of catheter by manufacturer from the hospital. Refer to attached investigation report with photos which indicated that the catheter wall was breached appearing to have occurred secondary to contact with a sharp object while still in patient use.

Event description:
Intraventricular hemorrhage patient, 52 y.o. Male, at (B)(6) hospital: irraflow catheter placement and treatment initiated on (B)(6) 2023 at around 22:00, and active fluid exchange began. Both hourly output and icps were within desired range. At 0400 on (B)(6) 2023 treatment was paused and patient was taken to CT. Upon return and restart of treatment after CT, icps were reading zero to negative and air was visible in the ventricles in the CT images. The caregivers increased irrigation rate to 60mls/hour from 30mls/hour, and raised the drainage bag in an attempt to push the air out of the ventricles. Hourly output remained as net positive within desired range. Icps continued to read between -3 to 2. On (B)(6) 2023 around 1900, an anesthesia resident noticed fluid leaking from the catheter and identified a small nick in the catheter. The irraflow catheter was removed and replaced it with a standared evd. Patient's conditioned continued to decline throughout the day on (B)(6) 2023, however patient did not expire. Irras representative who forwarded this report stated that no additional information was available as of 10/31/2023.